Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/18/2016. Device returned to manufacturer? Yes. Device evaluation: the cartridge was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residues of what appears to be ovd (ophthalmic viscosurgical device) inside the cartridge tube, indicating that the device was handled and prepared for surgical use. A crack was observed at the cartridge tube/tip. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. During the manufacturing process the operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable as this is not an implantable device explant date: if explanted, give date: not applicable as this is not an implantable device initial reporter first and last name: unknown, not provided. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the unit carton, the tip of the cartridge was noticed deformed; therefore the surgeon did not use it. No patient contact and no patient injury reported. No further information was provided.